Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 437 mg/dl. Customer stated that she inserted 6 sets and they all were bent causing high blood glucose. Customer declined troubleshooting for the high blood glucose. Customer stated the reason why she was high was because her cannulas were bent. The devices will not be returned for analysis.